Event description:
Caller reported that pump and charging supplies became hot to touch. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to return the problematic pump and charging supplies; they were sent a replacement with updated software and instructed on storage mode and sensor usage.